Event description:
(B)(4). On (B)(6) 2016 I had to get a hysterectomy removing everything except ovaries. I thank god I finally found a dr willing to help me and actually listen to me about all my side effects due to essure. Two weeks post-op, I already feel the difference. Obviously no more bleeding, pain and lots more energy. I'm sure as time goes on, I will feel even better.

Event description:
(B)(4). Thanks essure; (B)(6), I'll be getting a hysterectomy at the age of (B)(6) due to all my issues!

Event description:
(B)(4). Why does my report still say pending? My report day is wrong it's saying the date I got it implanted.

Event description:
(B)(4). Ever since I've gotten essure I've experienced hair loss, excessive bleeding "3weeks" out of the month I've been placed on birth control pills to help but it doesn't. Also loss of sexual desire when I do its very painful and I always bleed. I have extreme blotting,feet get swollen, memory loss,breast tenderness,constipation. This device has really taken a toll on my marriage. I'm currently trying to get a hysterectomy to remove this device and get my life back "keep in mind im only (B)(6)".but it seems I'm getting the run around from my dr.